Event description:
A consumer implanted for rsd/causalgia-complex regional pain syndrome reported via the manufacturer's representative (rep) they saw the end of service (eos) message on their recharger two weeks ago. The rep. Interrogated the implantable neurostimulator (ins) on (B)(6) 2016, but it didn't show eos, but rather that the ins was discharged and needed recharging. It was noted at this time the recharger showed a power on reset (por). As a result the rep. Was going to clear the por prior to sending the consumer home. It was further reported the consumer used to charge every three weeks, but now it was every two weeks, which was a gradual change. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.